Event description:
A customer reported that an antibody screen performed on the immucor echo analyzer with a post partum patient sample showed 1+ reactivity. This same sample was negative for the antibody screen when tested with vss573. The site uses the immucor echo analyzer as their primary method for type and screen. They also repeat all type and screen samples in the gel system as validation for the echo. The antibody ID was then performed on the echo - anti-jka was identified. Testing with vss573 was repeated with the same sample and the antibody was still negative using 15 min incubation. The patient¿s sample was not tested in gel. The mother did not have a previous history of antibodies. The anti-jka is a newly identified antibody. The pregnancy was uneventful. No reports of suspected hdn. Additional testing was performed with a 30 minute incubation, no reactivity was observed.

Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review were completed. Results were satisfactory. (B)(4).